Event description:
Reporter alleged blood glucose results of 222, 463, & 198 mg/dl when performed one min apart. No actions or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.